Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation to right tube"), pregnancy with contraceptive device ("plaintiff¿s got pregnant"), abortion spontaneous ("miscarriage") and seizure ("seizures") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, asthma and live birth (on (B)(6)). Previously administered products included for an unreported indication: prilosec from 2005 to 2017, mirena from 2009 to 2011 and nuva ring in 2009. Concurrent conditions included anxiety. Concomitant products included omeprazole (prilosec) in 2005 for acid reflux (oesophageal). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines"), nausea ("nausea") and abdominal pain upper ("stomach pain"). In 2014, the patient experienced anxiety ("anxiety worsening") and depression ("depression"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, seizure (seriousness criterion medically significant), alopecia ("hair falling out"), tooth disorder ("dental problems"), dysgeusia ("metal taste in mouth"), asthma ("increased asthma problems"), back pain ("back pain (severe and persistent)"), weight increased ("weight gain"), fatigue ("fatigue / tired"), abdominal distension ("bloating"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity reaction to nickel or any other component of essure") with rash, urticaria and pruritus and abdominal pain lower ("severe and persistent cramping"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with alprazolam (xanax), analgesics and surgery (bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2016. In 2016, the nausea and abdominal pain upper had resolved. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, back pain, allergy to metals and hypersensitivity outcome was unknown, the seizure, asthma, weight increased and abdominal pain lower was resolving, the migraine, anxiety and depression had not resolved and the alopecia, tooth disorder, dysgeusia, fatigue and abdominal distension had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, anxiety, asthma, back pain, depression, dysgeusia, fallopian tube perforation, fatigue, migraine, nausea, pregnancy with contraceptive device, seizure, tooth disorder and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: right tube perforation she had done her ultrasound on (B)(6) 2016 and the result was perforation to right tube. Plaintiff underwent essure confirmation test( dye test) on approx (B)(6) 2011. Current weight: (B)(6). Approximate weight at the time of essure placement: 128 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events severe and permanent injuries was deleted. Events per pfs added: severe and persistent pelvic pain, migraines, break outs, hives and itching, hair falling out, dental problems, metal taste in mouth, anxiety and depression, increased asthma problems, severe and persistent cramping, severe and persistent back pain, weight gain, fatigue, nausea, bloating, and seizures, miscarriage and perforation to right tube. She had implanted essure on (B)(6) 2011 and removed on (B)(6) 2016 via bilateral salpingectomy. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation to right tube"), pregnancy with contraceptive device ("got pregnant/unplanned pregnancy"), abortion spontaneous ("miscarriage") and seizure ("seizures") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (date of births: 27feb2004, 21sep2007, 20jul2009), asthma and multiparous (*on 27feb2004, 21sep2007, 20jul2009). Previously administered products included for an unreported indication: prilosec from 2005 to 2017, mirena from 2009 to 2011 and nuva ring in 2009. Concurrent conditions included anxiety, ovarian cyst (right) and dyspareunia. Concomitant products included omeprazole (prilosec) from 2005 to 2017 for acid reflux (oesophageal) and levonorgestrel (mirena) since 2010 for contraception. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines"), nausea ("nausea") and abdominal pain upper ("stomach pain"). In 2014, the patient experienced anxiety ("anxiety worsening") and depression ("depression"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, seizure (seriousness criterion medically significant), alopecia ("hair falling out"), tooth disorder ("dental problems"), dysgeusia ("metal taste in mouth"), asthma ("increased asthma problems"), back pain ("back pain (severe and persistent)"), weight increased ("weight gain"), fatigue ("fatigue / tired"), abdominal distension ("bloating"), allergy to metals ("nickel allergy/hypersensitivity reaction to nickel or any other component of essure") with rash, urticaria and pruritus and abdominal pain lower ("severe and persistent cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with alprazolam (xanax), analgesics and surgery (bilateral salpingectomy, essure removal). Essure was removed on (B)(6)2016. In 2016, the abdominal pain upper had resolved. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous and allergy to metals outcome was unknown, the seizure and abdominal pain lower was resolving, the migraine, alopecia, tooth disorder, dysgeusia, anxiety, depression, back pain, weight increased, fatigue and abdominal distension had resolved and the asthma and nausea had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, anxiety, asthma, back pain, depression, dysgeusia, fallopian tube perforation, fatigue, migraine, nausea, pregnancy with contraceptive device, seizure, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: bilateral tubal occlusion ultrasound scan - in (B)(6)2016: right tube perforation she had done her ultrasound on (B)(6)2016 and the result was perforation to right tube. Plaintiff underwent essure confirmation test( dye test) on approx (B)(6)2011. Current weight: 150 lbs. Approximate weight at the time of essure placement: 128 lbs. Lmp (B)(6)2011. Uterus sounded to 8 cm sonogram was abnormal. Right ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received: reporters details added. Event added as event term of nickel allergy was updated to nickel allergy/hypersensitivity reaction to nickel or any other component of essure. Event outcome of anxiety, depression, back pain, increased asthma problems, nausea, seizures, bloating, fatigue updated. Concomitant drug and relevant lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation to right tube"), pregnancy with contraceptive device ("got pregnant/unplanned pregnancy"), abortion spontaneous ("miscarriage") and seizure ("seizures") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2004, (B)(6) 2007, (B)(6) 2009), asthma and multiparous (on (B)(6) 2004, (B)(6) 2007, (B)(6) 2009). Previously administered products included for an unreported indication: prilosec from 2005 to 2017, mirena from 2009 to 2011 and nuva ring in 2009. Concurrent conditions included anxiety, ovarian cyst (right) and dyspareunia. Concomitant products included omeprazole (prilosec) from 2005 to 2017 for acid reflux (oesophageal) and levonorgestrel (mirena) since 2010 for contraception. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines"), nausea ("nausea") and abdominal pain upper ("stomach pain"). In 2014, the patient experienced anxiety ("anxiety worsening") and depression ("depression"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, seizure (seriousness criterion medically significant), alopecia ("hair falling out"), tooth disorder ("dental problems"), dysgeusia ("metal taste in mouth"), asthma ("increased asthma problems"), back pain ("back pain (severe and persistent)"), weight increased ("weight gain"), fatigue ("fatigue / tired"), abdominal distension ("bloating"), allergy to metals ("nickel allergy/hypersensitivity reaction to nickel or any other component of essure") with rash, urticaria and pruritus and abdominal pain lower ("severe and persistent cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with alprazolam (xanax), analgesics and surgery (bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain upper had resolved. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous and allergy to metals outcome was unknown, the seizure and abdominal pain lower was resolving, the migraine, alopecia, tooth disorder, dysgeusia, anxiety, depression, back pain, weight increased, fatigue and abdominal distension had resolved and the asthma and nausea had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, anxiety, asthma, back pain, depression, dysgeusia, fallopian tube perforation, fatigue, migraine, nausea, pregnancy with contraceptive device, seizure, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion. Ultrasound scan - in (B)(6) 2016: right tube perforation. She had done her ultrasound on (B)(6) 2016 and the result was perforation to right tube. Plaintiff underwent essure confirmation test( dye test) on approx (B)(6) 2011. Current weight: 150 lbs. Approximate weight at the time of essure placement: 128 lbs. Lmp (B)(6) 2011. Uterus sounded to 8 cm sonogram was abnormal. Right ovarian cyst. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as event term of nickel allergy was updated to nickel allergy/hypersensitivity reaction to nickel or any other component of essure. Event outcome of anxiety, depression, back pain, increased asthma problems, nausea, seizures, bloating, fatigue updated. Concomitant drug and relevant lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.